Manufacturer narrative:
The alleged broken smi-02ap is not expected to be returned for evaluation and review. No photographic evidence was provided therefore this complaint of broken device is unable to be verified and a root cause cannot be determined. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4)devices, for this device family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The representative reported on behalf of the customer an issue with the smi-02ap, spectrum autopass suture passer, lot 3389320, occurring on (B)(6) 2018 during a rotator cuff procedure. It was originally reported that the spectrum was broken during the case. The procedure was successfully completed using a new autopass resulting in a 2 minute delay. There was no reported injury or impact to the patient or user. Additional information received indicated the instrument was loaded with the needle and test fired prior to being used in the surgery and functioned normally. Suture anchors were implanted and the autopass was being inserted into the 8mm cannula to pass the first stitch. When the jaw broke, the lower jaw was in one piece while the upper jaw stayed attached to the handle. The device pieces were removed from the cannula together, no other instrument was required to remove the pieces. It was confirmed that the patient is fine and following standard post op protocols. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence .